Event description:
This complaint is from a literature source. The following literature cite has been reviewed: leta th, fasig bh, hinman ad, reddy nc, kelly mp, paxton ew, prentice ha. Surgeon learning curve with selection of new total knee arthroplasty implants and risk of revision: a registry-based cohort study. Perm j. 2025 sep 16:1-12. Doi: 10.7812/tpp/25.017. Epub ahead of print. Pmid: 40955102. Objective/methods/study data: the aim of the study was to evaluate revision risk following primary tka to assess whether a learning curve was observed as surgeons transitioned from one implant model to 1) a new model from the same manufacturer and 2) a new model from a new manufacturer. Patients = 18 years of age who underwent primary elective fully cemented (including femoral component, tray, and patella) total knee arthroplasty (tka) with patella resurfacing for osteoarthritis from 2009 to 2023 were identified. The final study sample included 60,923 tka and the average patient age was 68.5 years. Most patients were women (61.5%). The study sample was restricted to the 4 highest-volume tka implant systems within the tjrr: the depuy attune, depuy press fit condylar (pfc) sigma, zimmer¿biomet persona, and zimmer¿biomet nexgen. Median follow-up for the study cohort was 5.9 years (interquartile range = 3.2¿8.9). Lot, model and catalog numbers are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: depuy tibial tray attune & depuy tibial tray pfc sigma other devices that were used on the patient at the time of the event: cement (unknown manufacturer). Adverse event(s) and provided interventions possibly associated with unk knee tibial tray sigma (qty 134): (n=134) implant loosening: interface unknown; underwent revision. Adverse event(s) and provided interventions possibly associated with unk attune knee tibial tray (qty 127): (n=127) implant loosening: interface unknown; underwent revision.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: as the catalog/model number was not provided, (01) gtin is not available. H3, h6: the device lot number is unknown; therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. No device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable.